Event description:
An invacare reliant 450 full body sling lift was being used to transfer a non-weight bearing pt from the bed to chair. The bolt that attaches the sling hardware to the mechanical lift arm had worked its way out, and the pt and sling assembly detached, and both fell to the floor. The nut that attached the sling assembly had fallen off. No cotter key on safety wire to keep it secure.